Manufacturer narrative:
If new information is received, a follow-up report will be submitted.

Event description:
Boston scientific received information via its monthly journal article review process, that during a 12 month clincial study assessing right ventricular and left ventricular lead placement in conjunction with cardiac resynchronization therapy, 6 left ventricular leads were reported dislodged and required surgical intervention for repositioning. Additionally, it was noted that 3 vessel dissections occurred; however, no further information regarding the severity of the dissection or if additional medical intervention was required. The publishing author was contacted for additional information on lead serial number specifics; to date no communication has been received.